Event description:
It was reported that the patient was experiencing inadequate pain relief and only had coverage on one side of the body. Imaging confirmed that the leads migrated. The patient underwent a revision procedure wherein the leads were moved, remained implanted and in use. The patient was doing well postoperatively and bilateral coverage was achieved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7173959, UDI: (4).